Event description:
Pt reportedly had an ao 31c3 fracture of the proximal femur with lcp plate inserted well as per technique guide. Conical screws were used for compression of fragments and also to seat plate down on bone. Pt was mobilizing within 5 days and was discharged at 2 weeks. Pt was recommended vigorous therapy. Plate broke at the second 7.3 mm screw hole from the proximal end of the plate at approximately 2 months after implant.

Manufacturer narrative:
No part number or lot number given. Cannot be determined without part number or lot number. No conclusion can be drawn, investigation not completed. Device history record review cannot be requested without a part and lot number of device.